Manufacturer narrative:
The lamp on this light source is not illuminated unless a fiberoptic cable is inserted. The biomed was not able to confirm if a cable was in the light source. The light source was returned to luxtec for investigation and was evaluated by the repair dept, quality dept and operations dept at luxtec. Eval showed significant charring due to high temps on the underside of the power supply where the printed circuit board and a sheet of plastic insulation had localized melting. The power supply was no longer operational. However, the fuses in the power supply were intact as were the fuses in the power entry module of the light source. It should be noted that the power supply has an independent thermal switch which will shut down the power supply when its temp exceeds 90 degrees c. At luxtec, the lamp was removed from the failed light source. On the back of the unit it was noted that the lamp was replaced on (B)(4) 2010. The replacement lamp has a label from "products for medicine". Non luxtec lamps are not used in the lx300. This could have been a contributing factor in the failure. It was also observed that the rear panel had significant damage, a result of an unk event. The device history record was reviewed and showed no service has been done by luxtec. The power supply failure may have occurred due to a failed capacitor which showed the most damage, however, other electrical components could have initiated the reaction. Literature reports that premature failure of capacitors can occur because of mechanical shock. Additionally, premature capacitor failure can be due to operating the unit in a hotter than normal environment or blocking air vent in the chassis. Operating the light source at higher temp has the effect of accelerating the age of components and decreases their useful life. According to the complaint record, since june 2009, two lx300 light sources have failed with a similar failure mode of a loud noise and the smell of smoke. Based on this, the rate of occurrence is considered low. This lx300 power supply failure was probably due to a blown capacitor. The lx300 power supply generally has been dependable with low failure rate. Although power supplies have failed in the past resulting in smoke, no lx300 light source failures resulting in flames or fire have occurred. The light source components are made to strict flammability guidelines for medical equipment. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The integra rep received a complaint from the customer that on (B)(6) 2010, the lx300 "power supply had some kind of issue and caused the unit to smoke and spark significantly. The unit did not come in contact or affect any pt. It did smoke to a degree that it filled up the room with a burnt plastic odor, and smoke was evident. "The biomed reported on (B)(4) 2010 that the light source was in the operating room and plugged in at the time of the incident, but no surgery was taking place. No pt contact or injury.